Event description:
It was reported that the user experienced hypoglycemia after multiple meal announcements while the cgm was not connected, followed by a factory reset of the ilet per clinician direction, after which insulin delivery resumed and the cgm was reconnected; transient hyperglycemia occurred with a highest glucose of 212 mg/dl. Symptoms included diaphoresis, shaking hands, feeling hot, rapid breathing, and irritability. Outcomes included self-treatment with oral carbohydrate (simple syrup) and no medical intervention or assistance. Investigation included phone-based troubleshooting and user education regarding the device learning process and adherence to clinician guidance. Investigation of this case revealed user-related factors associated with accidental meal announcements and operation without cgm connectivity, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.